Event description:
Per pt: 2 times this past week she had problems with spikes (no lots available) causing leakage during veletri mix - no harm to pt, unknown if available for investigation. No further information provided. Reported to (B)(6) by pt/caregiver.